Event description:
Event description boston scientific crm received information that this left ventricular lead was not successfully implanted. The whisper guidewire was getting stuck in the lead. The lead was explanted, replaced and returned for analysis.